Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue through the electronic records downloaded from the device. The technician tested the device for initial voltage drop and noted that the readings were high and isolated the high voltage drop to the high impedance paths in the power supply, specifically the battery pins. Stryker replaced the battery pins in the device and observed the high voltage drop returned to normal. After observing proper device operation through functional and performance testing , the device was returned to the customer for use. Stryker determined the cause of the reported issue to a combination of battery age, high impedance paths attributed to the battery pins, and high current draw during nibp.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.